Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not have any audio. The patient's blood glucose at the time of incident was 80 mg/dl. Troubleshooting was declined for the audio anomaly; the customer preferred the lack of audio. The insulin pump was not returned for analysis.